Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Name of the initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that it was not possible to use a third party mouse that the site typically used with the navigation system. A manufacturer representative reported that none of the universal serial bus (usb) ports worked. Technical services (ts) asked the representative if they were able to reboot the system and see if it resolved the issue, but the site aborted use of the navigation system due to a different issue. The representative did not have a chance to reboot and see if it resolved the issue. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.